Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The astato xs 9-40 guide wire with its separated tip was returned for evaluation. Originating from the mid solder set at 15mm from the tip for the purpose of fixing the coil wire onto the core wire, the coil was found elongated distally for approximately 3mm and then fractured. The core was found fractured at approximately 11.5mm distal to the mid solder. On the distal side of fracture, the coil was found elongated for approximately 35mm from approximately 3mm distal to the tip. Under the elongated coil, the fracture end of the core wire was observed at approximately 3.5mm from the tip. Microscopic observation of fracture ends found that there was a bend near each fracture end of the core wire. Longitudinal and circumferential cracks were also observed near the fracture ends. These findings indicated that repeated and localized bending stress had most likely contributed to the core fracture. The proximal side of the coil fracture surface was almost flat and the distal side of the coil fracture end was twisted, indicating that the coil wire fracture was most likely attributed to torsion generated when the coil wire was pulled and straightened. Measurement of the returned guide wire and correspondence of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation in attempts to cross the lesion had most likely contributed to the observed fracture of the core. The applied stress would localize and therefore exceed the product design limit when the tip was caught by calcium. The wire tip was likely deformed during removal due to the core fracture and was then caught by the tip of ichibanyari. Consequently, the spring coil became elongated and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi astato xs 9-40 guide wire had fractured during a percutaneous peripheral intervention (ppi) to treat a relatively long, heavily calcified chronic total occlusion (cto) in the tortuous right superficial femoral artery (sfa). Attempts were made to cross the lesion via a contralateral crossover approach with several guide wires including an asahi cruise guide wire, but were unsuccessful due to the severe calcium. Then, the approach strategy was changed to distal puncture. The cruise was able to be advanced into the cto with an ichibanyari microcatheter, but could not cross the calcified segment of the lesion. Therefore, the guide wire was exchanged to the astato xs 9-40 which crossed the lesion successfully and was then removed. The cruise was then used again and when advancing the cruise through the ichibanyari, it could not be advanced beyond the tip of the ichibanyari. Angiography revealed that there was a radiopaque object near the catheter tip. After removing the ichibanyari, the physician noticed that the separated tip of the astato xs 9-40 was entangled with the catheter tip. Another device system was used to cross the lesion without success and then the procedure was terminated. There were no adverse patient effects associated with this event. The patient was stable after the procedure.